Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when her blood glucose level was not low. Customer's sensor glucose reading was 69 mg/dl but her blood glucose level was 130 mg/dl. Her sensor and blood glucose level difference was not within an acceptable range. The sensor had a slight bent cannula. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor and performed continuity resistance test and the sensor failed per specifications.